Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a tka, the fb tibial impactor broke into two pieces upon impaction. All pieces were retrieved, another impactor was used without surgical delay.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> the device associated with this report was not returned for evaluation but based on the returned photograph confirms the reported event of breakage. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.